Event description:
It was reported that the implantable cardiac monitor (icm) device was implanted and not sutured in place. The egms were very clear. At the post-operation wound check at 7 days, the dressing and the sterile strips were removed. The physician thought the incision looked great and the readings from the icm were good. Two days after the wound check, noise began. The patient came in and the icm could not be found in the patient's chest cavity. The mobile monitor was used to find the device without success. X-rays were performed and the device was not found. The patient denies the icm came out through the skin. The physician notes the patient is very active. A new icm was implanted and sutured in place successfully. No adverse patient effects were reported.